Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, during cori drill diagnostics, the account representative plugged in the unassembled drill, advanced to long attachment step, attached the array and the long attachment. However, it was not possible to lock collet properly, probably due to the tech rushing. So, it was necessary to take it off and reassemble the long attachment, and then it was possible to lock collet. She wanted to be sure of the assembly and restarted drill diagnostics, but system froze when she clicked back to unlock. She could not quit, could not advance, could not power down the system from slider; and therefore, had to do a hard restart and proceeded without issue. Incident occurred before the procedure; therefore, there was no patient involvement.

Manufacturer narrative:
Section h3, h6: the cori console p/n rob10024, sn (B)(6), used in treatment was returned. Nothing was identified visually or functionally that contributed to the reported problem. The software files were downloaded from the device and provided for investigation. It was confirmed that an error occurred when the user was in the ¿unlock¿ screen of the drill diagnostics application. There is no message presented to the user when they encounter this error. This lack of error message is likely a contributing factor for the system freezing. Further analysis of the software related to this event is being conducted by the software engineering team. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.